Event description:
It was reported that on (B)(6), during a selenia dimensions procedure, the technologist injured her hand when the c-arm collided with an external device used to assist patients to stand. The field engineer investigated the device and reseat the tube head and c-arm to zero. Performed several patient images in various c-arm positions, without any issues. C-arm switch activated prior to vta error. The patient support device was used during this incident. The verified system functioned without error on april 3rd. The system met the manufacturer´s specifications.